Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No status indicator flashing. There was no patient involved in this event.

Event description:
No status indicator flashing. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 7th february 2013. The device was returned with the reported fault of ¿no status indicator¿. The reported fault was confirmed during investigation. The fault was traced back to corrosion on several tracks on the membrane tail including in 5 (status_led_a) which had caused a short circuit of the green status led to ground. This would account for the absence of the status indicator. The faults could not be replicated when a new membrane was fitted. This would confirm the failure of the returned membrane due to corrosion. The corrosion observed on the returned membrane tail would indicate the device had been subject to adverse storage, however, this could not be verified by other means. The low battery fail at the end of the log may be attributed to the excess current drain. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.